Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 260 mg/dl, and the meter bg reading was 60 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 30 mg/dl, and was unconscious. Customer required assistance by emergency medical technicians stabilizing bg and consuming carbohydrates to address bg level. Additionally, the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.